Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl and reported of having a bent cannula. Customer did not feel well enough to troubleshoot. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.